Manufacturer narrative:
Insulin pump received with minor scratched lcd window, cracked case near display window corners, broken battery tube threads, broken belt clip slot, cracked reservoir tube lip, cracked lcd window. Unit had slight evidence of glue on battery tube threads.

Event description:
Customer reported via phone call that insulin pump had broken and missing pieces at battery compartment which had to be glued together. Customer's blood glucose was unknown. Insulin pump would be replaced.